Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Did not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient's right atrial lead exhibited low impedance. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.